Event description:
Patient underwent the "wit" procedure in 2001 without incident. Foley catheter was removed 12/2001 (according to family member, an rn working for treating urologist). Patient went into retention 14 days later, and a foley was re-inserted until 5 days later. In 01/2002, the patient developed a fever, and their testicle became swollen and inflamed. Patient was placed on a course of antibiotics, which seemed to help initially. However, when the antibiotics were discontinued, the infection recurred. 02/02, the patient began to experience fever, chills and recurrent testicular swelling, however, pt "didn't want to bother urologist", and did not get in touch with their urologist until 2 days later," pt was admitted to a hospital, and subsequently underwent an orchietomy 2 days later. Patient underwent a second surgery 3 days later for an evacuation and drainage of an infected hematoma in the inguinal canal. Wound left open and packed. Patient was discharged from hospital 2 days later and is taking tetracycline and augmentan. Patient is expected to make a full recovery.